Event description:
It was reported the pt underwent an emergency percutaneous coronary intervention following a myocardial infarction, followed by deployment of an angio-seal device in 2004. Approx 30 minutes later, the pt complained of lower leg pain. A 6 cm hematoma had formed and the pt developed symptoms of decreased bloodflow to the foot. The pt underwent surgery; reportedly the arteriotomy site was occluded due to pressure from the hematoma and applied pressure to the artery when attempting hemostasis. The angio-seal device components were removed from the subcutaneous tissue. The physician stated the angio-seal device was deployed even though blood did not flow from the arteriotomy locator hole (pre procedure) during deployment. Reportedly, the pt was discharged from the hosp 4 days later without prolongation of the normal hospitalization period and was recovering. The physician had not completed angio-seal certification at the time of the event. The st. Jude medical rep has retrained the physician.